Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were completed with no issues noted that were related to the reported condition. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 201 alarm occurred the previous night on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The care giver (cg) stated they had manually drained out 800ml and the fill volume (fv) was set for 350ml. The mother stated they used 4.25% and 2.5% dextrose bags during therapy. Six days later the patient was hospitalized. The patient's catheter wasn't working so the patient needed surgery. No additional information is available.